Manufacturer narrative:
N event regarding infection involving an securfit stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as the subject device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: the event could not be confirmed nor the root cause determined because insufficient medical information was provided. Further information such as operative reports, histopathology and clinical history are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient left hip revised due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: unitrax modular endo head 54mm; cat#: 6942-5-054; lot#: pv1n08 unitrax c-taper sleeve +0mm; cat#:6942-7-065; lot#:53175601 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient left hip revised due to infection.